Event description:
It was reported that a guide wire tip detachment occurred. The target lesion was located in the popliteal and distal superficial femoral artery. A 300 cm x 10 cm fathom-14 guide wire was selected and advanced to the target lesion. During the procedure, upon removal of the wire, the tip of the wire sheared off in a totally occluded segment of the popliteal artery. The detached wire tip was left in this location. The procedure was aborted. There were no further patient complications reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).